Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2138500. Model: sc-2138-50. Serial: (B)(6). Batch: 119053/118280.

Event description:
It was reported that patient needs to charge the ipg more often and leads had migrated. It was noted that patient was not able to get enough pain relief. The patient underwent an ipg and lead replacement procedure. The patient was doing well post operatively and the explanted device will not be return as it was kept.